Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had pain at the device pocket site. A pocket revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) remained in use. Approximately one week later the crt-p system was explanted due to pocket infection. No further patient complications have been reported as a result of this event.